Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2006, patient presented with preoperative diagnosis of right l5-s1 far lateral disk herniation, l5-s1 and l4-l5 degenerative disk disease, diskogenic back pain and underwent following procedures: right l4-5 far lateral diskectomy, l5-s1 decompression, l4-5 and l5-s1 interbody fusion with cage, harvested autologous bone graft, bmp, l4-5 and l5-s1 posterolateral fusion with harvested autologous bone graft, bmp, bilateral l4 through s1 pedicle screw placement. Per operative report: ¿ ¿pituitary rongeur was used to remove disk material. Rotating cutter was used to remove the remainder of the disk from the disk space. Endplate scraper and down-biting curettes were used to scrape away the endplate. Special attention was performed underneath the l4 nerve root where there was a far lateral disk herniation. This was removed with pituitary. At this point the bottom of the disk space was packed with bone and bmp and the area was measured for a 14-mm cage. This was filled with bmp, placed from a lateral to medial trajectory to be centered near the midline. A retractor was then angled to l5-s1 where the same sequence of events ensued. However, there was not a far lateral disk herniation in the area. This area measured 12-mm cage, filled with bmp and placed and slightly countersunk to be centered in the midline. The lateral processes were eburnated with the curettes, and the remainder of bone and bmp was packed out for posterolateral fusion. On right side, 6.5 x 50 screws were placed into l4 and l5 and a 7.5 x 45 screw was placed in s1. A 70 mm rod was placed between screws, tightened and then locked. On left side 6.56 x 50 screw was placed in l4 and 7.5 x 45 placed in s1.a 65 mm rod was placed between the screws, tightened and locked. The patient was taken to the recovery room in hemodynamically stable condition. Ssep and emg monitoring were used throughout the procedure. There were no changes.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.